Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. The customer treated high with shot/pump and low with juice. Customer's blood glucose value was 425 mg/dl at time of incident. Customer's current blood glucose value was 60 mg/dl. Troubleshooting was performed. The customer reported that insulin pump had no delivery alarm during basal. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin did not exit and pump alarmed no delivery. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal (slightly indented). Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer could not to perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer declined to troubleshoot for low readings. The product was not returned for analysis.